Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 45.2 cm was returned for analysis. External insulation abrasion was noted at 14.2-14.5 cm, 29.8-30.9 cm, and 31.7-32.0 cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Internal insulation abrasion was noted under the rv shock coil at 3.7-3.8 cm, 3.9-4.0 cm, 5.1-5.2 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted under the rv shock coil at 5.6-5.8 cm and 6.0-6.1 cm from the distal tip. The etfe coating was abraded at these locations. (B)(4).

Event description:
It was reported that the previously capped lead was making contact with the current implanted lead resulting in noise. The remaining portion of the lead was explanted. The patient condition was stable.